Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 93mg/dl-132mg/dl fasting. Verified the strips expire 1/22/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 301mg/dl and 298mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states that he is concerned with results of 274 mg/dl. Customer received a result of 274 mg /dl this morning fasting,customer consider results too high.